Manufacturer narrative:
The device has been received and the evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant would not come off the driver and broke during a bankart procedure. The broken piece remains inside the patient, however, no further consequences have been reported with the patient from this event. This device is used for treatment.